Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the past few months the therapy hasn't been working for bladder issues and were wanting to see if the device would work for their bowels. Patient said that the stimulation seems to be not in the same place and it feels like it tightens their muscles way more than they should be. Patient notified the hcp of the issue and the hcp stated that is sounded like the lead had moved. Caller stated that an x-ray was done but the hcp didn't see any damage / migration on the x-ray. Caller stated that they turned the ins off due to the stim making their muscles too tight. Caller stated that the hcp wants to go in and move the device since. Agent reviewed on label use for ins and reviewed programming guidance with the caller. Caller was redirected to hcp to further assist.